Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump stopped working. The customer's blood glucose was 250 mg/dl at the time of the incident. The customer stated that the pump had been exposed to water when swimming and that there was fluid in the battery compartment. Troubleshooting was completed and unable to resolve the blank display. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with missing segments or partial display due to moisture damage on electronic assembly.